Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The date of the events is unknown. According to the article the date range for this event(s) is from september 2015 and january 2019.  For this reason, the first day of the range was used as the occurrence date. This report represents the seven patients reported to have had in-hospital transient ischemic attack/stroke and the 8 patients reported to have had transient ischemic attack/stroke 30 days post procedure. This is one of four manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported in the published article ¿comparative outcomes of balloon-expandable s3 versus self-expanding evolut bioprostheses for transcatheter aortic valve implantation¿, a single-center retrospective analysis was performed of all consecutive transcatheter aortic valve implantation procedures performed through the transfemoral approach with either sapien 3 (20, 23, 26, 29 mm) valve or a non-edwards valve at the hospital between september 2015 and january 2019. Final comparisons were made between 452 s3 patients and 129 non-edwards valve patients. Device implantation was successful in all patients. The need for valve post-dilation was lower in the s3 group. The following ¿procedural¿, ¿in-hospital¿ and ¿30-day clinical outcomes¿ events were reported to have occurred among the s3 group: one patient had valve embolization during the procedure. One patient had a coronary obstruction during the procedure. Six patients had moderate post procedure aortic regurgitation, and nine had moderate aortic regurgitation 30 days post procedure. Seven patients had in-hospital transient ischemic attack/stroke and 8 had transient ischemic attack/stroke 30 days post procedure. 55 patients experienced bleeding/vascular complications (as defined by the sts/acc tvt registry¿s adverse event definitions v2.0.) And 71 patients required permanent pacemaker post procedure.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-03971, 2015691-2019-03972, and 2015691-2019-03973. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices.  According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients.  After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  The exact cause of the strokes cannot be determined based on the limited information provided in the article. It is unknown if the events were related to procedural complications or patient co-morbidities.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.